Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and was unable to duplicate the reported image issue. The baton was connected to a test monitor and the image produced was stable and clear with good color rendition. During the evaluation, it was noted that there was some unrelated cosmetic damage to the handle of the baton. Since the customer received a replacement, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently. The procedure was completed using another video baton, which was made available within three (3) minutes. No harm to the patient or user was reported.